Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the serfas energy probe began to arch to the grasper.

Manufacturer narrative:
The device manufacturer date is not known. Alleged failure: ortho or coordinator (B)(6) told rep (B)(6) that during a case with a crossfire2 in conjunction with a 90-s max serfas energy probe the arthrex-grasper got so hot that they couldn't hold it any longer in their hand. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. After all the tests were performed, no defect and/or manufacturing related condition was observed that could have caused the reported failure. The unit passed all the visual and functional tests and was operating normally during the simulation performed. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the serfas energy probe began to arch to the grasper.